Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed an "electrical code #50" message upon power up. The unit was placed on another unit and therapy was initiated.